Manufacturer narrative:
UDI - unknown due to the lot number being unknown. The actual device was not returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record and the complaint files could not be conducted due to the lot number being unknown. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. Device has not been received.

Event description:
The user facility reported deployment difficulties with the angio seal device. The following information was provided by the user facility: the angio seal device failed; the procedure outcome was fine; and the patient condition was reported to be fine.

Manufacturer narrative:
One 6 fr angio-seal device was received for product analysis. Returned with the angio-seal device was the arteriotomy locator mated with the j shaped guide wire. Additionally, the carrier tube assembly was found to be mated to the 6fr hemostatic sheath. There was no anchor, collagen, or tamping tube returned. The returned device was subjected to visual analysis where it was noted that blood like substance could be observed on all returned components of the device. The device cap was found to be in the rear lock position with the color band exposed. The clear shrink-wrap marker on the suture was exposed outside of the distal tip of the carrier tube assembly with no evidence of the tamping tube collagen or anchor still attached. This indicates that the anchor likely posted to the distal tip of the hemostatic sheath and the tamping mechanism was able to be deployed. The distal tip of the exposed suture appeared to have been cut with a pair of scissors or sharp edge. The arteriotomy locator was then observed for any anomalies. An indentation was found approximately 1.9775" away from the distal tip of the arteriotomy locator, which would be where the carrier tube assembly would rest when the arteriotomy locator and hemostatic sheath were mated. The indication was then subjected to microscopic analysis where it was noted that the indentation appeared to have been made by a hard object with a sharp edge. The complaint was unable to be confirmed. The allegation alleged that the device failed with no other clarification. However, based on the analysis of the returned components the carrier tube assembly with the hemostatic sheath show evidence of proper deployment with no tamper tube located in the carrier sheath, the exposed clear compaction marker, and the neatly cut end of the suture. No anomalies were found with the carrier tube or hemostatic sheath. The indentation that was observed on the arteriotomy locator was purely cosmetic and did not penetrate the arteriotomy locator tubing. The returned components do not support device failure however it should be noted that the anchor collagen and tamper tube were not returned for analysis therefore no assessment can be drawn as to the role those components may have played in the incident that was reported. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause of the reported event cannot be definitively determined based on the investigation. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.